Event description:
It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted, that the right atrial (ra) lead exhibited under-sensing, high capture threshold and high pacing impedance measurements. The physician scheduled a lead revision procedure. And the ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.